Manufacturer narrative:
(B)(4). The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty removing the gripper line, the difficulty deploying the clip and the thrombus. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to dilator insertion, the physician saw a small thrombus on the guide wire and gave heparin. The clip delivery system (cds) was advanced to the mitral valve. While positioning the clip above the valve, the clip did not open on the first and second attempt. Troubleshooting was performed and on the third attempt, the clip opened. The deployment steps were started. After 1cm of the gripper line was removed, heavy resistance was felt. The gripper line was able to be removed with small movements of the delivery catheter (dc) handle and small anterior movements of the guide. The actuator knob was then turned 8 times, but the clip did not release from the cds. The actuator knob was pulled further and the clip deployed after 1 minute. The mr was reduced to 1. Thrombus was suspected in the left atrial appendage (laa); therefore, a laa occluder was used for treatment after the mitraclip procedure. The patient was confirmed to be stable post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was returned and investigated. The difficulty removing the gripper line was not confirmed. The difficulty opening the clip and difficulty deploying the clip were unable to be tested due to the returned condition of the device as the clip and gripper line were not returned. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of emboli (thrombus), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty removing the gripper line, difficulty opening the clip, and difficulty deploying the clip appear to be related to user technique. A cause for the reported patient effect of thrombus could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.